Manufacturer narrative:
The full number for the product in question is (B)(4). Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well image in question, and determined that the instrument test well image in question was visually positive. The product had already expired before retention testing could be done, so the immucor laboratory performed a review of a DHR which showed that all information was acceptable during the manufacturing process for the lot number in question.

Event description:
On (B)(6) 2017, a customer site reported an unexpected negative antibody screen when using capture-r ready indicator red cells on a galileo echo instrument.